Event description:
Dr had placed the abutment and screw as well as the temporary component (dcb161) and pt then phoned the dr within 24 hrs and stated that the abutment and screw and the temporary component became loose and the pt had swallowed the components-no pt injury reported.